Manufacturer narrative:
Section a4: patient weight was requested but not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had continuous ventricular arrhythmia requiring electrical defibrillation. The patient was hospitalized from (B)(6) 2024.

Manufacturer narrative:
D4: model and catalog number corrected. E1: reporter contact information was not available. Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including cardiac arrhythmia. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late post implant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient felt uncomfortable and had difficulty moving. The patient did not have the patient have a history of arrhythmia pre-left ventricular assist device (lvad) and an implantable cardioverter-defibrillator (ICD) was not implanted prior. The arrhythmia was not thought to be device or therapy related. After cardioversion, sinus rhythm was restored, and continuous intravenous infusion of amiodarone was switched to oral administration of sotacol. The course was good, and the patient was discharged home on (B)(6) 2024.